Event description:
Boston scientific received information that this right atrial (ra) lead dislodged one day post implant. The pocket was reopened and this lead was successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspections of the electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and analysis did not reveal any abnormalities.